Manufacturer narrative:
(B)(4). A visual, functional, and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record of the product 403133 batch number 74d1500993 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No nonconformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. No conclusion can be established at this time based on the lack of the device sample. If the device sample becomes available this complaint will be reopened. Customer complaint cannot be confirmed due to the lack of device sample to perform a proper investigation and determine the root cause. If the sample becomes available this investigation will be updated with the evaluation results. However, the personnel on the assembly line will be notified for awareness.

Event description:
The customer alleges that the device is not nebulizing. The patient received dry air/oxygen. Another device was used without issue.